Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that excessive force can result in device damage. One picture has been sent by customer and it shows a detached and damaged firstpass suture trap. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) excessive force (2) tissue thickness. (3) damage or debris in the device tip between passes. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference (B)(4). First surgery mentioned reported under MDR number 3006524618-2021-00260.

Event description:
It was reported during a revision knee scope surgery all the fragments that broke off on a past case were removed using a grasper. No delay or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.